Event description:
Please refer importer report #: (B)(4).

Manufacturer narrative:
(B)(4). Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A supplemental medwatch will be submitted if additional becomes available. (B)(4). This event is related to medwatch report #8010792-2014-00046 and 3008355164-2014-00015.